Event description:
Bayer essure permanent birth control device was opened, and tech and surgeon noticed it was kinked before using it on the pt. Device was taken off the field and replaced with a new essure device.